Manufacturer narrative:
A3: date of event: unknown; therefore, date is approximated.

Event description:
A greenfield filter was implanted on an unknown date. On an unknown date it was noted there was a perforation. The filter was noted to be tilted. No further patient complications were reported. It was further reported that the patient experienced pulmonary embolism post implant of the ivc greenfield filter. On (B)(6) 2012 the patient was seen for shortness of breath and chest pressure. The patient received an ultrasound and it was confirmed that the greenfield filter was clot free. On (B)(6) 2012 a radiology report was performed, and findings revealed the ivc filter was present and the proximal tip is at the level of the superior aspect of the l1 vertebral body. On (B)(6) 2017 the patient received a CT scan of the abdomen and pelvis without contrast. Findings revealed that the ivc greenfield filter was in place. It occurs just inferior of the renal veins. No abnormal tilting was observed. There was no evidence of occlusion of the ivc.

Manufacturer narrative:
Date of event: unknown; therefore, date is approximated.

Event description:
A greenfield filter was implanted on an unknown date. On an unknown date it was noted there was a perforation. The filter was noted to be tilted. No further patient complications were reported.